Event description:
A site representative reported an intermittent tracking problem while in a spine case. She explained that the camera was seeing the c-arm tracker fine but patient frame will only track while the camera is moving. The medtronic representative asked her to twist and clean the spheres and then to replace the spheres. The frame tracked properly without further issue. The surgeon completed the procedure with the use of the stealthstation treon guidance system. There was no reported impact on the patient outcome.

Manufacturer narrative:
Software investigation completed. Medtronic follow-up investigation finds the system is fully functional. No issues were found.